Event description:
It was reported that after a cartridge and infusion set change, the pump user experienced hyperglycemia with a highest blood glucose of 464 mg/dl for approximately four hours, and the user identified a leaking prefilled fiasp cartridge inside the ilet pump; the user removed and replaced all supplies, after which glucose values began trending down. Symptoms included hyperglycemia without loss of consciousness, dizziness, or diabetic ketoacidosis. Outcomes included no hospitalization, no professional medical intervention, no back-up therapy, and no ketone testing. Investigation included complaint intake and assessment of reported device performance. Investigation of this case revealed a cartridge leak associated with the cartridge component, consistent with a device component integrity or connection issue leading to interrupted insulin delivery and elevated glucose. It was concluded, based on previously established findings for similar reports, that the cause was a device component failure related to the cartridge leak.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.